Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery using a benchmark 6f 071 delivery catheter (benchmark), a penumbra system 3max reperfusion catheter (3maxc), and a non-penumbra catheter. During the procedure, the physician placed the benchmark in the v3 segment of the left vertebral artery using radial access. While the physician attempted to advance the catheter through the benchmark, the physician experienced resistance; and the catheter would not advance through. Therefore, the physician removed the catheter. Subsequently, the physician attempted to advance three other catheters through the benchmark; however, the same issue occurred. Therefore, the three catheters were also removed. Afterwards, while advancing a 3maxc through the benchmark, the physician experienced resistance. However, the physician was able to advance the 3maxc through the benchmark and completed the procedure with one pass using the 3maxc and benchmark. Upon removal of the benchmark and the 3maxc, the physician noticed that the distal end of the benchmark was broken. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned benchmark revealed the device was kinked on its distal shaft. This kink was likely the reported distal damage. Based on the reported event, the root cause of this damage could not be determined. This damage likely contributed to the reported resistance during advancement of catheters through the benchmark. If the benchmark is manipulated against resistance, damage such as a kink may occur. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to a serious injury or death.